Event description:
This is an international report of the light blue main body of the transfer set had cracks on it. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). One used set with cap on the dark blue connector and no cap on the patient connector was received in referenced to this complaint of being damaged. The set was rinsed with bleach solution and then a lab titanium adapter was hand tightened without difficulty. The set was then tested underwater with no leak noted. The set was visually inspected and noted chipping/flaking of the light blue main body. The complaint was confirmed in the lab for damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The root cause is undetermined.